Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient reported that their aligners cutting their gums. They have filed them down as much as they can, but they are leaving a line across their gums and causing bleeding and blistering. Provided tips for bleeding and ortho discomfort.